Manufacturer narrative:
We reviewed products from other lots of the same part families and found nothing out-of-specification.

Event description:
A 7.0 mm screw stripped during ankle fusion. It was reported that the screw was very difficult to insert. The surgeon did not pre-drill per the surgical technique. The screw was removed and outer crest of the threads were damaged.